Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a faulty connection and no communication through the programmer head, the programmer passed functional testing and was able to interrogate devices using the provided radiofrequency head. Analysis did note that the system fan was noisy, that the tab on the power cord bay door was broken and that due to internal corrosion the programmer was unrepairable and would need to be scrapped. (B)(4).

Event description:
It was reported that the connector from the fire wall to the programming wand cord had a faulty connection and the programmer would not communicate through the programming head. The programmer was returned for repair. No patient complications have been reported as a result of this event.